Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex artery. A 12mm x 2.50mm nc quantum apex balloon catheter was used to dilate the target lesion. The pressure and duration of the first inflation was unknown. During the 2nd inflation, the balloon ruptured at 16 atmospheres for 20 seconds. The procedure was completed a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).